Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having c3-c6 spinal th erapy for an indication of c3-c6 degenerative disc disease (ddd). It was reported that when turning the lock at c3 screw, it sheared off from the plate and was removed and replace with longer plate. There were no patient symptoms reported. There was no further complications reported regarding the event.

Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6 h3. Device evalauation summary: product analysis # (B)(4): part # 7200060 lot # h5909465 visual and optical inspection confirmed the hex on the locks have been stripped. The hex corners have been rounded. One of the locks has broken and was not returned. The damage to the plate appears to be from torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.